Manufacturer narrative:
Product analysis: it was found on analysis that the radiofrequency head had corrosion and shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head returned with the programmer as an associated device tested out-of-specification during manufacturer's analysis. There was no patient involvement.